Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for device check. Upon interrogation non sustained right ventricular oversensing episodes were noted. The right ventricular lead exhibited noise. The patient had undergone tricuspid valve repair before the event of noise was reported. Many new episodes of non-sustained right ventricular oversensing were seen on (B)(6) 2017. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully. No complications were noted during the procedure.